Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an unspecified inaccurate delivery issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/01/2017 with the following findings: a review of the pump histories showed multiple manual suspends and manual resumes performed on the pump. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.